Event description:
Information received indicates the head and knee up functions are not working from the siderail or manually.

Manufacturer narrative:
The technician replaced the siderail circuit boards and cables to repair the bed.